Event description:
The customer reported having multiple high blood glucose episodes. The customer stated that she woke with a glucose reading of 176 mg/dl. The customer changed the infusion set and her glucose level went up to 400 mg/dl. The customer was feeling sick and stated that she may go to the emergency room. Advised the customer to seek medical treatment. The customer called back days later and stated that she was hospitalized due to diabetes ketoacidosis and high blood glucose. The glucose reading was 471 mg/dl. The customer stated that everything was fine with the insulin pump, and the cannula was probably not inserted on the right spot for absorption. The customer stated that her glucose level is stable. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.